Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: complaint description nurse reset patients pump multiple times due to air bubbles alarm or downward occlusion alarm. (Pt is running a sodium bicarb solution) the line was removed 3 times to manually flick the air bubbles out of the way, the line was removed from patient and primed twice, the line chamber was cleaned. Finally, the nurse decided to change the lines which involved changing the bicarb line as well as the normal saline with 40 kcl line. They were then put together on a y site to run into one port of the PICC. The pumps were then reprogrammed with new volumes. Nurse programmed both pumps with 950 ml vtbi, even though there is overflow, because the bags often go to air. At 0500, the normal saline line went to air in spite of the programming causing the nurse to have to reprime the line. The two issues are the multiple alarms and the pump not recognizing the volume that has been set. No injury reported.